Event description:
Customer called to report hospitalization for high bgs. It was stated that they were disconnected from the pump and started on an IV drip. Customer was insulin resistant. The cause of dka was not determined at the time of call. They went back on pump and the bgs again went high. It was found that the customer did not prime the reservoir and did not follow the guidelines for temperature of insulin. Troubleshooting was performed. The lead screw rotated and a little insulin came out. A replacement pump was requested.